Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using trupath biopsy device, the needle did not come out correctly. The cannula fired but the stylet stayed armed. It succeeded the first few time but than suddenly, it got stuck. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device is functional, verified by arming and firing device 10 times with no issues. A review of the device history record revealed no anomalies that could be associated with this incident.